Event description:
In 2005, the patient was emergently treated with a gore excluder aaa endoprosthesis to treat an aortic abdominal aneurysm. The patient underwent two coil embolizations in 2007, to address a type ii endoleak and aneurysm growth . Yet, the aneurysm continued to grow. In 2008, the physician explanted the devices and implanted a dacron graft in the patient. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached additional devices implanted in patient: pxt261414, pxl161407, pxc141200, pxc181000.